Manufacturer narrative:
Continuation of d11: product ID 3093-33 lot# va0q6xh serial# implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(6), ubd: 04-nov-2018, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the lead was not defective, the lead migration was first observed during patient's battery replacement on (B)(6) 2020. The lead was connected to the ipg and there were no impedance issues while connected. The lead had migrated deeper from the anterior surface of the sacrum and was not longer stimulating the proper nerve for the therapy. The migrated lead was successfully removed and replaced by a new lead on the right side. The lead was successfully removed in full and discarded by the facility. Patient weight at the time was 86.5 kg.

Manufacturer narrative:
Correction to h6: missing codes were added for the lead.concomitant medical products: product ID 3093-33 lot# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(6), ubd: 04-nov-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0q6xh, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 04-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare professional replaced the lead due to migration. The healthcare professional did not know why or how the lead migrated while remaining connected to the ins.